Event description:
It was reported that there was a programming error of lidocaine. Nurse utilized interoperability to program lidocaine 8mg/ml in a 250ml bag. The maximum dose ordered was 60mg(7.5ml) however during programming the volume to be infused was not changed from 250ml to 7.5 ml. Patient received a total dose of 142mg (17.8ml). Upon interoperability investigation it was noted that with interoperability feature the total volume of the bag (250ml) is populated. The user is to adjust the volume to be infused to maximum amount of volume they would like to be administered. There was patient involvement and no harm. Upon further follow up with customer by interoperability team, education was given in regards to manual volume to be infused manually needing to be changed. Customer understands the opportunity for workflow improvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was a programming error of lidocaine. Nurse utilized interoperability to program lidocaine 8mg/ml in a 250ml bag. The maximum dose ordered was 60mg(7.5ml) however during programming the volume to be infused was not changed from 250ml to 7.5 ml. Patient received a total dose of 142mg (17.8ml). Upon interoperability investigation it was noted that with interoperability feature the total volume of the bag (250ml) is populated. The user is to adjust the volume to be infused to maximum amount of volume they would like to be administered. There was patient involvement and no harm. Upon further follow up with customer by interoperability team, education was given in regards to manual volume to be infused manually needing to be changed. Customer understands the opportunity for workflow improvement.